Manufacturer narrative:
This case was initially received via regulatory authority (ansm - agence nationale de sécurité du médicament, reference number: (B)(4)) on 26-jan-2017. The most recent information was received on 03-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event") and complication of device insertion ("thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event") in a 36-year-old female patient who had essure (batch no. He0119u) inserted. Other product or product use issues identified: medical device monitoring error "two inserts were placed while the patient had past history of salpingectomy" on (B)(6) 2016, device deployment issue "roller difficult to manoeuver, button not clicking even with pressure" on (B)(6) 2016 and wrong technique in device usage process "handling error". The patient's past medical history included multigravida, parity 6, multigravida, epidural analgesia, renal colic, general anaesthesia on (B)(6) 2016, cholecystectomy in 2007, ectopic pregnancy in 2013 and salpingectomy partial in 2013. Non-smoker, no medication allergies, no remarkable family history. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016. Concurrent conditions included overweight and abdominoplasty since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 day after insertion of essure, the patient experienced device breakage and complication of device insertion. Essure was removed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: under general anesthesia, removal of iud and under hysteroscopic guidance using a standard bettochi hysteroscope with instillation of saline. Easy passage of endoscope through cervical os and entry into uterine cavity of normal size and conformation with both ostia clearly visualized in normal uterine horns. Essure delivery catheter was inserted into right horn with no resistance. Thumbwheel was activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event (first incident of this nature). Repositioning of a second device according to usual markers, roller difficult to manoeuver, button not clicking even with pressure, release of implant easy with three trailing coils in the cavity. On the other side, positioning easy according to usual markers, roller also very difficult to manoeuver, button also not clicking even with pressure, all this despite good compliance with the usual procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. American society of anesthesiologists physical status classification - on (B)(6) 2016: 1 physical examination - on (B)(6) 2016: musculoaponeurotic hypoplasia and pendulous abdome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 26-jan-2017. The most recent information was received on 26-jun-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event"), complication of device insertion ("thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event") and device deployment issue ("roller difficult to manoeuver, button not clicking even with pressure") in a (B)(6)-year-old female patient who had essure (batch no. He0119u) inserted. Other product or product use issues identified: medical device monitoring error "two inserts were placed while the patient had past history of salpingectomy" on (B)(6) 2016 and wrong technique in device usage process "handling error". The patient's past medical history included multigravida, parity 6, multigravida, epidural analgesia, renal colic, general anaesthesia on (B)(6) 2016, cholecystectomy in 2007, ectopic pregnancy in 2013 and salpingectomy partial in 2013. Non-smoker, no medication allergies, no remarkable family history. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016. Concurrent conditions included overweight and abdominoplasty since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage, complication of device insertion and device deployment issue. Essure was removed. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The reporter commented: under general anesthesia, removal of iud and under hysteroscopic guidance using a standard bettocchi hysteroscope with instillation of saline. Easy passage of endoscope through cervical os and entry into uterine cavity of normal size and conformation with both ostia clearly visualized in normal uterine horns. Essure delivery catheter was inserted into right horn with no resistance. Thumbwheel was activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event (first incident of this nature). Repositioning of a second device according to usual markers, roller difficult to manoeuver, button not clicking even with pressure, release of implant easy with three trailing coils in the cavity. On the other side, positioning easy according to usual markers, roller also very difficult to manoeuver, button also not clicking even with pressure, all this despite good compliance with the usual procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. American society of anesthesiologists physical status classification - on (B)(6) 2016: 1 physical examination - on (B)(6) 2016: musculoaponeurotic hypoplasia and pendulous abdomen. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc and new event (handling error) added. Company causality comment. Other reportable incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number he0119u (production date 10-oct-2015, expiration date 28-oct-2018). The essure insert is made up of flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Meddra llc: device breakage. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. On (B)(6) 2017: no response was received from reporter despite follow up attempts. Company causality comment: this spontaneous medically confirmed case report was received via regulatory authority. Physician described that during essure (fallopian tube occlusion insert) insertion procedure in a female patient, thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case, the device breakage occurred during essure insertion procedure. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as other reportable incident, as although the breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. Based on the available information, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
This case was initially received via regulatory authority ansm - (B)(6) (reference number: (B)(4)) on 26-jan-2017. The most recent information was received on 05-may-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event"), complication of device insertion ("thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event") and device deployment issue ("roller difficult to manoeuver, button not clicking even with pressure") in a (B)(6) female patient who had essure (batch no. He0119u) inserted. Other product or product use issues identified: medical device monitoring error "two inserts were placed while the patient had past history of salpingectomy" on (B)(6) 2017. The patient's past medical history included multigravida, parity 6, multigravida, epidural analgesia, renal colic, general anaesthesia on (B)(6) 2016, cholecystectomy in 2007, ectopic pregnancy in 2013 and salpingectomy partial in 2013. Non-smoker, no medication allergies, no remarkable family history. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016. Concurrent conditions included overweight and abdominoplasty since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage, complication of device insertion and device deployment issue. On (B)(6) 2016, 1 day after insertion of essure, the patient experienced device breakage, complication of device insertion and device deployment issue. Essure was removed. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The reporter commented: under general anesthesia, removal of iud and under hysteroscopic guidance using a standard bettochi hysteroscope with instillation of saline. Easy passage of endoscope through cervical os and entry into uterine cavity of normal size and conformation with both ostia clearly visualized in normal uterine horns. Essure delivery catheter was inserted into right horn with no resistance. Thumbwheel was activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event (first incident of this nature). Repositioning of a second device according to usual markers, roller difficult to manoeuver, button not clicking even with pressure, release of implant easy with three trailing coils in the cavity. On the other side, positioning easy according to usual markers, roller also very difficult to manoeuver, button also not clicking even with pressure, all this despite good compliance with the usual procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). American society of anesthesiologists physical status classification - on (B)(6) 2016: 1 physical examination - on (B)(6) 2016: musculoaponeurotic hypoplasia and pendulous abdome quality-safety evaluation of ptc: lot number he0119u (production date 10-oct-2015, expiration date 28-oct-2018). The essure insert is made up of flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Meddra llc: device breakage. Most recent follow-up information incorporated above includes: on 5-may-2017: internal correction: event "two inserts were placed while the patient had past history of salpingectomy" was added. Company causality comment: this spontaneous medically confirmed case report was received via regulatory authority. Physician described that during essure (fallopian tube occlusion insert) insertion procedure in a female patient, thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case, the device breakage occurred during essure insertion procedure. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as other reportable incident, as although the breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. An updated product technical analysis and further information are being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on (B)(6) 2017. The most recent information was received on 05-may-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event"), complication of device insertion ("thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event") and device deployment issue ("roller difficult to manoeuver, button not clicking even with pressure") in a (B)(6) female patient who had essure (batch no. He0119u) inserted. The patient's past medical history included multigravida, parity 6, multigravida, epidural analgesia, renal colic, general anaesthesia on (B)(6) 2016, cholecystectomy in 2007, ectopic pregnancy in 2013 and salpingectomy partial in 2013. Non-smoker, no medication allergies, no remarkable family history. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016. Concurrent conditions included overweight and abdominoplasty since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 day after insertion of essure, the patient experienced device breakage and complication of device insertion. On an unknown date, the patient experienced device deployment issue. Essure was removed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The reporter commented: under general anesthesia, removal of iud and under hysteroscopic guidance using a standard bettochi hysteroscope with instillation of saline. Easy passage of endoscope through cervical os and entry into uterine cavity of normal size and conformation with both ostia clearly visualized in normal uterine horns. Essure delivery catheter was inserted into right horn with no resistance. Thumbwheel was activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event (first incident of this nature). Repositioning of a second device according to usual markers, roller difficult to manoeuver, button not clicking even with pressure, release of implant easy with three trailing coils in the cavity. On the other side, positioning easy according to usual markers, roller also very difficult to manoeuver, button also not clicking even with pressure, all this despite good compliance with the usual procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). (B)(6) physical status classification - on (B)(6): 1 physical examination - on (B)(6): musculoaponeurotic hypoplasia and pendulous abdome quality-safety evaluation of ptc: lot number he0119u (production date 10-oct-2015, expiration date 28-oct-2018). The essure insert is made up of flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Meddra llc: device breakage. Most recent follow-up information incorporated above includes: on 5-may-2017: questionnaire device breakage with essure received from device vigilance correspondent. Patient's initials and date of birth were added. No further information. On 5-may-2017: hospitalization report: patient history, concomitant conditions and essure insertion date updated. Company causality comment: this spontaneous medically confirmed case report was received via regulatory authority. Physician described that during essure (fallopian tube occlusion insert) insertion procedure in a female patient, thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case, the device breakage occurred during essure insertion procedure. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as other reportable incident, as although the breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. An updated product technical analysis and further information are being sought.

Event description:
This case was reported via regulatory authority (B)(4) on 26-jan-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event") and complication of device insertion ("thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event") in a (B)(6) female patient who received essure (batch no. He0119u). The patient's past medical history included multigravida, parity 6, multigravida, epidural analgesia, renal colic and general anaesthesia. Previously administered products included iud nos. Concurrent conditions included overweight. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the same day after starting essure, the patient experienced device breakage and complication of device insertion. Essure was withdrawn. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. The reporter commented: under general anaesthesia, removal of iud and under hysteroscopic guidance using a standard bettochi hysteroscope with instillation of saline. Easy passage of endoscope through cervical os and entry into uterine cavity of normal size and conformation with both ostia clearly visualised in normal uterine horns. Essure delivery catheter was inserted into right horn with no resistance. Thumbwheel was activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event (first incident of this nature). Most recent follow-up information incorporated above includes: on 6-feb-2017: the correct lot number is he0119u. Company causality comment: this spontaneous medically confirmed case report was received via regulatory authority. Physician described that during essure (fallopian tube occlusion insert) insertion procedure in a female patient, thumbwheel activated with no difficulty, clicking sound and deployment with section of device retained for expertise after withdrawal in two steps, with no particular event. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case, the device breakage occurred during essure insertion procedure. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as other reportable incident, as although the breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. A product technical analysis is expected.